Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus issue, the stylus and cursor on the display screen were not aligned. Analysis was also able to confirm the telemetry issues were caused by an out of specification radiofrequency head. The head had a damaged cable. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having telemetry issues and issues with the stylus. The user changed the radiofrequency head but the telemetry issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.